Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tip of the shaft was broken. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: a batch history review showed nothing unusual about this lot number, all tests were well within specifications.